Event description:
Event 1- #(B)(4). During procedure, tech went to deploy clip and one side of the prong did not deploy. The other side of the clip was found lodged in the suction button of the colonoscope. No patient harm occurred in this event.